Event description:
It was reported that the patient presented for initial implant. During the procedure, high pacing impedance was noted on the right ventricular (rv) lead. The physician attempted to remove the lead; however, the lead was stuck in the implantable cardioverter defibrillator (ICD) and the set screw could not be loosened. This ICD and rv lead were not used. The physician completed the procedure using a different ICD and rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were failure to remove lead from the header and high pacing lead impedance. The reported event of high pacing lead impedance could not be confirmed. As received, a complete lead was returned in two pieces, the connector pin segment (a) and the lead body segment (b). The connector pin segment (a) was returned pulled out and was separated from the connector assembly stretching the inner coil consistent with procedural damage. Electrical testing that could be performed did not find any internal shorts. Unable to perform the lead impedance test and device insertion test due to as received procedural damage to the lead.

Manufacturer narrative:
The reported events were failure to remove lead from the header and high pacing lead impedance. The reported event of high pacing lead impedance could not be confirmed. As received, a partial lead was returned in one piece with the connector pin pulled out separating from the connector assembly and was missing/not returned. Visual and x-ray examinations found the inner coil at the connector region was stretched and the helix was bent consistent with procedural damage. Electrical testing that could be performed did not find any internal shorts. Unable to perform the lead impedance test and device insertion test due to as received procedural damage to the lead.